Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during another lead revision, this right atrial (ra) lead became dislodged and was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. The lead was returned to our post market quality assurance laboratory in two segments; a mid-body segment was not returned. Testing was completed to assess lead electrical performance on the returned segments. Measurements throughout these tests were within normal limits. Visual inspection revealed no anomalies with the lead tip or helix mechanism. Damage to the lead body was noted which was consistent with damage caused by the explant procedure. Analysis was unable to confirm the reported observation of dislodgement.

Event description:
It was reported that during another lead revision, this right atrial (ra) lead became dislodged and was damaged. This lead was explanted and successfully replaced. No additional adverse patient effects were reported.